Event description:
It was reported the patient presented after initial implant. During interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were implemented but the problem persisted. The patient condition was unknown.